Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall occurred in the event logs on (B)(6) 2011. No motor stall recovery was noted. The pump was refilled on (B)(6) 2011. A volume discrepancy was noted when all 40ml were removed from the pump. The medication being delivered via the device was compounded baclofen 2000mcg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.